Event description:
A medtronic representative reported that while in a transphenoidal case the frame was bumped and moved during an intra-operative imri scan. During the initial point-merge registration the site had previously stored four accuracy check-points on the pt's forehead. These points were marked in a trapezoidal pattern at the four corners of the pts forehead. However, during the surgery, the site re-draped over the forehead and the ink on the pt's head bled slightly making the points fuzzy. The site attempted to verify the checkpoints four times with their probe before successfully matching them between the pt and the software. The surgeon then reported that he felt inaccurate when touching the bony portion of the pt's nose; alleging a 3-5 mm inaccuracy as he navigated deeper to the bony anatomy of the nose. The surgery had progressed and navigation was not needed after the point where the surgeon felt inaccurate. The procedure was completed with no impact on pt outcome reported.

Manufacturer narrative:
Software evaluation was completed. Findings are that the frame to pt relationship was changed making the registration invalid. Accuracy checkpoints need to be identifiable in a sterile field and the points were not stored where they could be properly re-touched in a sterile field. Software is functioning as designed.